Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: model: blv-bis-10 adapter; implanted (B)(6)2009, model: 4469, competitor lead; implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the cardiac resynchronization therapy-defibrillator (crt-d) exhibited early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.